Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2023). The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eight months post port placement procedure, the catheter allegedly broken. It was further reported that saline solution was leaked near the vascular insertion site. Reportedly, the distal catheter segment migrated into the heart. The distal catheter segment and the port body were removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport isp MRI implantable port attached to a catheter in two segments were returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture, material separation, leak and the identified wear and deformation issues, as complete circumferential break were noted on the distal end of the attached catheter and proximal end of the distal catheter segment. A split was noted approximately 0.5cm from the proximal end of the distal catheter segment. The surface of the complete circumferential break on the distal end of the catheter attached was noted to be finely granular. The surface of the complete circumferential break on the proximal end of the distal catheter segment was noted to be finely granular. The investigation is inconclusive for the reported migration issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2023), g3, h6 (device, method). H11: h6 (result, conclusion) . H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately eight months post port placement procedure, the catheter was allegedly broken. It was further reported that saline solution was leaked near the vascular insertion site. Reportedly, the distal catheter segment migrated into the heart. The distal catheter segment and the port body were removed. The current status of the patient is unknown.